Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that a malfunction alarm occurred. Additionally, it was reported, that multiple cartridge alarms occurred, during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 80 - 86 mg/dl.